Manufacturer narrative:
E1: (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon completion of an unspecified procedure, a flexor ansel guiding sheath unraveled and separated upon removal of the device. Access was obtained in the left femoral artery for a contralateral approach up and over the bifurcation to the right mid-superficial femoral artery (sfa). Reportedly, the patient had a right vein graft from the sfa down to the ankle. Wire access was through to the right knee. The end of the sheath was in the middle of the sfa vein graft. Upon removal of the sheath, the device unraveled in the left external iliac artery. Once the sheath unraveled, the dilator would not go back in the sheath. A cut-down of the left common femoral artery was performed. Reportedly, although pieces of the sheath were coming out, the majority of the sheath was still in the patient and could not be removed. Therefore, a cut-down was performed on the right side, at the mid-vein graft. The distal end of the sheath and wire were pulled through the right access site. Another manufacturer¿s 7-french sheath was then used to thread the distal end of the cook sheath. The 7-french sheath was advanced up and over the bifurcation to the left access site. Once the complaint device was completely covered by the 7-french sheath, it was removed from the left cut-down site smoothly. Both access sites were closed, and the patient is reportedly doing well. A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9. H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 30mar2026. The procedure was an angiogram involving stent insertion, which was successfully placed. The access site has scarring from a previous surgery. The anatomy was complex due to the scaring and a "redo" groin. The bifurcation was not steep, acute, or calcified. Resistance was not felt upon insertion/advancement of sheath but was felt upon removal of the sheath, during which the complications occurred. Resistance was not encountered during insertion/advancement of any device through the sheath. The dilator was not inserted prior to the initial attempt to remove the sheath, and nothing was in the lumen of the sheath during removal.